Manufacturer narrative:
Film evaluation summary the reported inaccurate delivery/migration could not be confirmed on the pre-implant films provided; therefore the cause of the event could not be determined. Lack of procedural angiograms or post-implant CT¿s did not allow for a thorough review of the stent graft in vivo configuration. It is unknown if the large diameter of the false lumen may have been a factor in expansion of the device, although no device deployment issues were reported. The explanted device was discarded; therefore, a comprehensive analysis of the explanted devices could not be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in a patient for the endovascular treatment of a 245 mm thoracic aortic dissection. It was reported that during the index procedure, the device was deployed under fluoroscopic visualization in the descending thoracic aorta for a type b aortic dissection. Delivery system was removed and a 16 french sheath was placed over the wire. It was stated that a non-medtronic catheter was introduced and it was determined that the graft had migrated. The valiant navion stent graft was then explanted. As per the physician, cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine